Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: patient resumed for definitive arthrodesis, presence of metallosis at the level of the crosslink procedure: dismantling of the crosslink and cleaning of the metalloses and bacteriological and pathological samples it was reported that the patient underwent an unspecified surgery on an unknown date. Post-op, the crosslink was found disassembled in situ on the right side of the patient such that the right screw got detached from the crosslink. Surgical resumption for definitive arthrodesis was performed as a result of the event. The device did not break. Patient complication were reported as unknown.